Manufacturer narrative:
On (B)(6) 2020 the bwi product analysis lab found that the luer hub was observed without the brim cap which is MDR reportable. The product investigation was subsequently completed. It was reported that a patient underwent a idvt cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve breakage and brim cap detachment occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve fell apart while in use, and air entered the sheath as a result. The sheath was successfully exchanged to continue the case. There was no patient adverse event as a result. Device evaluation details: the device was visually inspected and brim cap was found detached from hub. Hemostatic valve and friction ring were not returned. Small traces of glue residues were found on luer hub and this is evidence that the device was properly manufactured. A device history record evaluation was performed for the finished device 00001081 number, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed. The root cause of the brim cap detachment could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a idvt cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve breakage and brim cap detachment occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve fell apart while in use, and air entered the sheath as a result. The sheath was successfully exchanged to continue the case. There was no patient adverse event as a result. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Hemostatic valve breakage and detachment of the brim cap is MDR-reportable.